Manufacturer narrative:
The event occurred on an unspecified date, reported as "in the last month." The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap was missing from an unspecified quantity of cassettes. The event was further described as "the cassettes have come without the patient line cap." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.